Event description:
It was reported during a routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) unit's batteries will not charge. It is unknown if there was a patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1 (site country),g3,g6,h2,h3,h4,h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information:e1(event site state-qc, event site postal code-(B)(6)). A getinge field service engineer evaluated the unit and replaced the power management board. Device now passes pre-use check. Device passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.